Event description:
Event description cpi received information that during a routine follow-up appointment to check the pacing function of the implantable cardioverter defibrillator (ICD) and lead system a rise in impedance and a small r-wave was noted. The physician suspected the lead needed repositioning. During an invasive procedure to reposition the lead, the physician encountered difficulty tightening the setscrew on the ICD. The ICD was replaced. The lead remains implanted.